Event description:
Revision of humeral liner due to extensive wear. This event occurred outside of the united states in (B)(6).

Manufacturer narrative:
It is not reported what is suspected to have lead to the extensive wear of the liner. The device lot/serial number was not provided to manufacturer, precluding a review of the device history record.